Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that atherosclerotic cardiopathy occurred. In (B)(6) 2014, the subject was presented with unstable angina and was referred for cardiac catheterization and index procedure was performed. The target lesion was located at the proximal left anterior descending artery with 90% stenosis and was 14 mm long, with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilation and a 2.75 x 16 mm promus element rug eluting stent (des) was implanted with 0% residual stenosis. Post dilation was not performed. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1535 days post index procedure the subject was hospitalized and diagnosed with coronary atherosclerotic cardiopathy. No other action was taken to treat the event. The subject was discharged, and on the same day, the event was considered to be recovered/ resolved.